Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that some balanced salt solution came out of the cassette near the fluidics module, and there was leaking in front of the system. There was no harm to the pt reported. Additional info has been requested.